Event description:
A report was received that the patient was experiencing inadequate pain relief and discomfort at the ipg and lead site. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5081488/5081495, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief and discomfort at the ipg and lead site. The patient underwent an explant procedure.